Event description:
It was reported that allegedly a stent graft intended to be implanted in the venous side of a basilic vein to the radial artery in an av fistula, failed to deploy. Reportedly, the device was advanced from the antecubital access site; the tracking path was short and not tortuous or calcified. The physician was able to partially deploy the device; however, encountered resistance and the stent could only be partially deployed, approximately halfway. The stent graft and entire delivery system were removed from the pt without incident. The pt was not injured and is reported to be in good condition.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The device has been returned; the eval is currently underway.